Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to pocket infection. Reportedly, there were no other allegations against any of the system elements. There were no additional adverse patient effects reported. The lv lead was explanted.